Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported parameters cannot be set or modified due to a distorted display. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow up report - device evaluation: the fse reported the vga controller pcba was determined to be faulty. Resolution and disposition: the fse reported the customer declined onsite service.